Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out-of-range (oor) right atrial (ra) pacing impedance measurement of greater than 3000 ohms. Additionally, there was some stored events due to noise and there was a small unsensed deflections on the right ventricular (rv) channel. The health care professional (hcp) did rule out electromagnetic interference (emi). Technical services recommended to perform pocket manipulation and isometrics to see if the noise can be re-produced. The hcp will try this and may consider a x-ray. At this time, this pacemaker and ra lead remains in service, and there were no adverse patient effects reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out-of-range (oor) right atrial (ra) pacing impedance measurement of greater than 3000 ohms. Additionally, there was some stored events due to noise and there was a small unsensed deflections on the right ventricular (rv) channel. The health care professional (hcp) did rule out electromagnetic interference (emi). Technical services recommended to perform pocket manipulation and isometrics to see if the noise can be re-produced. The hcp will try this and may consider a x-ray. At this time, this pacemaker and ra lead remains in service, and there were no adverse patient effects reported.